Event description:
It was reported that this pacemaker system was exhibiting intermittent loss of ventricular capture with low r waves with pauses above two seconds. Technical services (ts) was consulted and recommended further evaluation. This pacemaker system remains in service. No adverse patient effects were reported.